Manufacturer narrative:
Product record review revealed no additional information related to the reported issue. Evaluation of the device revealed that the glass cap showed a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture could rotate independently of outer flow tubing. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited mild detritus adhesion on the surface. The outer flow tubing open end exhibited minor scratch marks. Based on the product investigation, the complaint was confirmed. Glass cap distal fracture and cap wear observed. Known inherent risk of device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, the potential for forward firing may exist.

Event description:
Analysis of the returned device found that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on device analysis, the potential for forward firing may exist. There was no patient injury reported.